Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. A large split was observed in the extension tubing of the purple lumen just within the distal end of the luer connector. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water. No leaks were found in the red lumen; however a leak was observed emanating from the split observed in the extension tubing of the purple lumen. A microscopic observation revealed the fracture surface of the split in the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. The tubing material of the purple lumen was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. An internal investigation is currently ongoing to determine the root cause of this cracking; reference (B)(4) for further information. A lot history review (lhr) of rebq2477 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported to the sales rep from the facility that the provena PICC leaked just below the hub on the purple tubing of the extension leg. The PICC was removed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. A large split was observed in the extension tubing of the purple lumen just within the distal end of the luer connector. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water. No leaks were found in the red lumen; however a leak was observed emanating from the split observed in the extension tubing of the purple lumen. A microscopic observation revealed the fracture surface of the split in the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. The tubing material of the purple lumen was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. An internal investigation is currently ongoing to determine the root cause of this cracking; reference (B)(4) for further information. A lot history review (lhr) of rebq2477 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported to the sales rep from the facility that the provena PICC leaked just below the hub on the purple tubing of the extension leg. The PICC was removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebq2477 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported to the sales rep from the facility that the provena PICC leaked just below the hub on the purple tubing of the extension leg. The PICC was removed.